Manufacturer narrative:
The product was visually inspected under magnification to confirm failure. Under magnification the screws batch number can be identified as follows: 30-0325 (2.7mm x 10mm locking hexalobe screw) - 570876 30-0236 (3.5mm x 16mm locking hexalobe screw) - 556155 the returned screws measured at: 30-0325 - 6.18mm out of 11.60mm 30-0236 - 1.64mm out of 17.60mm according to the notes in the complaint, the screws broke during insertion into a plate. The plate information was not disclosed nor was the plate returned. The fracture pattern on the returned screws showed signs of shear force break. This is consistent with the screw being rotated with enough torque to be broken. Depending on the density of the bone, if the surgery was for removing the screws, and the way the force was applied to the screw head during insertion/removal, more torque could have been generated to break the screw. However, no definitive conclusion can be made. Corrected data: type of investigation code updated to: 10 and 3331 investigation findings code updated to: 3243

Event description:
It was reported during surgery, "failure" of two screws occurred when inserting the screws into the patient. The locking 2.7mm x 10mm hexalobe screw (part number 30-0325) failed in the middle of the screw shank. The locking 3.5 x 16mm screw (part number 30-0236) failed at the screw head when locking the screw into the plate. The fragments of these screws was left in the patient's bone. No other adverse patient consequences were reported.

Manufacturer narrative:
Device evaluation is currently pending. A follow up report will be submitted upon completion of the investigation.